Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Also, device back light properly and no anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the act button seems to stick frequently, making the customer have to press it more than once to get it to ¿act¿. Customer's blood glucose level was not reported. The device was not returned.